Event description:
It was reported that the ilet bionic pancreas with serial number (B)(6) generated repeated alert 28/restart events over approximately two weeks, increasing in frequency, while the patient was using a teflon infusion set and had a blood glucose of 230 mg/dl, consistent with a device mechanical problem. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.